Event description:
This will be filed to report a single leaflet device attachment and recurrent mitral regurgitation it was reported that in 2019 a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with an unknown grade. One clip was implanted successfully. Roughly 4 years later, the patient returned to the hospital and echocardiography showed the implanted clip had detached from the anterior leaflet and remained attached to posterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 4. On (B)(6) 2023 a second mitraclip procedure was performed to stabilize the slda. One clip was successfully implanted, reducing mr to a grade of 1-2.no additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) review was not performed because no lot information was provided. Additionally, the complaint history review was not performed because no lot information was provided. Based on available information, the reported mitral valve insufficiency/ regurgitation (recurrent mr) appears to be due to the slda. The cause of the reported incomplete coaptation (postprocedure) associated with the slda could not be determined. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Dates are estimated the UDI is unknown due to the part/lot number was not provided.